Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device and suture were not returned for investigation. Without the device or suture to examine, no determination can be made as to the contributing factors to the reported discrepancy. The return of the device and suture may have aided the investigation in determining a cause for the product experience. A suture break can be caused by a number of factors including, but not limited to, manufacturing, too much tension applied, or the suture being nicked. This may have been a contributing factor to the product experience, but could not be confirmed. To ensure this type of experience is not the result of a potential product related deficiency, samplings of finished devices are tested to verify functionality of the device and samplings of sutures are tested under stress for diameter measurements before release to manufacturing. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. Based on the information available, and the inspection there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that prior to endovascular aneurysm repair (evar) procedure through a 20f sheath, pre-close placement of the sutures in the common femoral artery was achieved through a 6f procedural sheath using two perclose proglide devices. Reportedly, after completion of the evar procedure arteriotomy closure was attempted; however, as the knot of the second proglide device was being advanced to the anterior surface of the vessel, the non-rail suture was pulled too hard and the suture broke. The suture was removed and an additional proglide device was used with twenty minutes of manual arterial compression to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.